Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: e1: reporters phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI - (B)(4).

Event description:
It was reported from japan that during an open reduction internal fixation (orif) for humeral diaphyseal fracture. After proximal position was tightened, the radiolucent drive device was used to fix the distal area, but it had difficulty excavating at the front cortex location. It was reported that the device went on working for a couple of minutes, and finally gouged out properly. However, in the process of drilling at contralateral cortex, the tool abruptly gave off a strange sound and stopped functioning. Nonetheless, the device kept heat, to drilling, and it was used manually in the middle of process and drilling was seamlessly done to insert the first screw. Regarding second screw, by manual technique from location in contralateral cortex, it was inserted correctly, though the surgeon had trouble and he made several complaints as for poor torque and less sharpness. The surgery was successfully completed successfully within extra 30 minutes. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary: the actual device was returned for evaluation. During evaluation it was determined that the device passed all pre-repair diagnostic assessment tests. Therefore, the reported condition could not be duplicated nor confirmed. An assignable root cause was not determined.